Event description:
During service on (B)(6) 2022, the demo thermogard xp ivtm system (sn (B)(4) failed the power on self-test due to mid:26 (low battery) error. No patient involvement.

Manufacturer narrative:
During servicing, the returned demo thermogard xp ivtm system (sn (B)(4) failed the power on self-test due to mid:26 (low battery) error. The root cause of the mid:26 error was due to a low battery voltage (0.6v), likely attributed to the device's aging. The thermogard system was manufactured in 2011 and is 11 years old, well past the expected serviceable life of five years. The lithium coin battery was replaced to address the observed mid:26 error. The visual inspection of the returned thermogard system revealed a missing drip pan and prime switch cover, cracked bumpers, worn-out white rollers, and loose casters. The likely cause of the observed physical damages is user mishandling and wear and tear. The damaged parts were replaced, and fixed the loose casters to address the observed physical damages. Following service, the thermogard xp ivtm system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(4).

Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the thermogard xp ivtm system (sn (B)(6)) was a demo device owned by zoll and was not used on a patient. Therefore, this event is non-complaint.